Event description:
The user facility reported, that the tip of the yasargil arachnoid knife broke off and the tip was not recovered. Further conversation with the or nurse, who was in the room during the surgical procedure (anterior cervical discestomy and fusion) revealed that c-arm fluoroscopy was used for real-time anterior-posterior and lateral (ap and lateral) views of the operative site. The tip of the medical device was not located during this examination. The floor was swept with a magnet and the conte.